Event description:
The patient reported that the audio bolus button requires excessive force to obtain a response. He noted that the issue began 2 weeks ago, and the audio bolus button cover came off today.

Manufacturer narrative:
Device manufacture date: 10/2009. The pump was returned to animas for evaluation. Investigation revealed that the audio bolus button cover is peeling. Evaluation confirmed that the audio bolus button is difficult to press. There was evidence of contamination found under the audio bolus button key contact. Testing revealed that all keypad buttons are responding appropriately.